Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose as 465 mg/dl customer declined troubleshooting. Customer stated that he has treated with the insulin pump and his blood glucose is down to 380 mg/dl. Customer reported that his blood glucose is continuing down and he was not hospitalized.